Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had leaked from the y-site (clearlink) "right below the pump"; about 5 to 7ml was found on floor. This occurred during patient infusion with enhertu. The line was clamped, patient's port was flushed and capped, and patient was transferred to another treatment chair. The medication was remixed and administered with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.